Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation. Revision njr number: 4537592. Side: l.. Primary asa: p1 - fit and healthy.